Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmeas, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error; improper implant size selection, using an implant that was too long or placing the implant too deep. Part numbers, lot numbers, expiration dates and UDI/gtin numbers: 1st (superior): ifuse-3d implant, p/n 7065m-90, lot# 2659011, mfd. 12/11/18, exp. 2023-12-11, gtin (B)(4). 2nd (middle): ifuse-3d implant, p/n 7060m-90, lot# 2666581, mfd. 02/12/19, exp. 2024-02-12, gtin (B)(4). 3rd (inferior): ifuse-3d implant, p/n 7050m-90, lot# 2676731, mfd. 04/12/19, exp. 2024-04-12, gtin (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of radicular pain following the procedure. The surgeon determined that there were two small bone fragments may have been compressing the nerve in the neuroforamen. One week after the initial procedure, the surgeon performed a dorsal foraminotomy where he decompressed the nerve in the foramen and removed two small fragments of bone. The patient had immediate improvement of the radicular pain complaints. There is no report of ongoing sensory or motor deficit/impairment. No implants were adjusted or removed.